Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought the pump shut off over night. Customer reported blood glucose (bg) level was 460 (mg/dl) and a manual injection would be admisntiered to address bg level. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. Review of pump history with tandem technical support showed that the customer last charged the pump on (B)(6) 2016. Recommendation was made to the customer to charge pump more frequently.